Event description:
It was reported that the expiration date was missing from the bd ultra-fine¿ nano insulin pen needle label, and the lot number was used to determine that it had expired. The following information was provided by the initial reporter: "checking on pen needles found from 2013 in her home. Informed they are expired and to destroy them. Determined they expired from the lot number provided 3120247."

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the expiration date was missing from the bd ultra-fine¿ nano insulin pen needle label, and the lot number was used to determine that it had expired. The following information was provided by the initial reporter: "checking on pen needles found from 2013 in her home. Informed they are expired and to destroy them. Determined they expired from the lot number provided 3120247"